Event description:
It was reported the patient experienced pain at the ipg site after weight loss. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue. Effective therapy established post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. B3-date of event is estimated.